Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a CABG procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.